Manufacturer narrative:
Device could not be evaluated since it was not returned to the MFR. No further info is available.

Event description:
After the pt returned, he was found to have a loop of bowel along side the esophagus through a hiatal hernia. This was operated by laparoscope. The bowel and hernia sac was reduced, the nissan repair left intact. The crural fibers of the hiatus were again reapproximated and the entire area covered with a 7x10 piece of surgisis es, with a cut out for the esophagus that covered the entire hiatus. It was stapled just to hold it in place. The pt did well and was home in a few days. One month later, he reappeared at the hosp emergency with chest pain and x-rays revealed a volvulus of the stomach up into the chest. The pt was taken to the operating room that night and through an open abdominal incision, dr. Reduced the stomach, repaired the defect in the diaphragm and again covered the area with a large piece of surgisis es, sutured in place over the repair with permanent sutures. The previous surgisis had disappeared leaving only a few strands crossing the hiatal defect. The pt again did well and was discharged and followed in the office.